Manufacturer narrative:
Reference record: (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the similar us list number, the international list number is unknown. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following the tubing placement, the patient experienced a stoma site infection. The patient was prescribed flucloxacillin 1 grams 4 times per day for 7 days. It was reported that the patient finished antibiotic treatment, and the stoma site discharge remained. On an unknown date, the patient experienced stoma site discharge, pus, and abdominal pain. On an unknown date, it was reported that the patient experienced stoma site redness, oozing pus, and fatigue. No further information was provided.